Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure.

Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage. The unit failed formatted compact flash portions of diagnostic test. Based on the information received, the cause of the reported event was concluded to be rc064-01 compact flash-error 5.